Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was a retrograde cfa. When the silverhawk sxl was used at the at take off a perforation occurred, which developed into an av fistula. The physician used a long balloon inflation to seal the perforation, however it did not close the fistula.